Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 23 mg/ml bupivacaine at 5.04 mg/day and 15 mg/ml morphine (unknown) at 3.29 mg/day. The reason for use was non-malignant pain. On (B)(6) 2019, it was reported that today the doctor went through the cap (catheter access port) to try to aspirate and ¿only got back half of the catheter volume of .098 or 0.196 total catheter volume.¿ the doctor wanted to bolus the patient and technical services (ts) gave consideration that would bolus the patient. The doctor decided to just let the pump run normally. The rep stated that the catheter is occluded or the patient has a granuloma "they think," not confirmed. The only symptom the patient had was increase pain, which started a ¿couple months ago¿ prior to the report date. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-04. It was reported that the patient is going to have a catheter replacement. It has not yet been scheduled. There were no further complications reported/anticipated.